Manufacturer narrative:
Patient 1 was a (b)(64) old female. Patient 2 was a(B)(6) old male. Beckman coulter inc. Led customer troubleshooting revealed leaking from the instrument's collar wash. The customer replaced the cartridge chemistry sample syringe barrel and plunger but this did not resolve the problem. Service was dispatched to the site. The field service engineer (fse) replaced the t-valve assembly. This resolved the leaking problem. Instrument performance was verified upon the completion of the repairs and the instrument was returned into service. Leaking hardware appears to be the root cause of this event.

Event description:
The customer reported that on (B)(6) 2011 erroneously low glucose (glu) patient results were produced on the synchron lxi 725 clinical system for two patients. At least one of the erroneous results were released from the laboratory. It was questioned by a physician and the patient was given pudding as a result of the erroneous glu result. There were no reports of death, serious injury or change in patient treatment associated with this event. Beckman coulter inc. Assessment of customer supplied data indicated that multiple repeat of patient one's specimen generated erratic results. A ten repetition precision assessment generated unacceptable results. Repeat testing of the sample yielded a higher result. This result was regarded as valid and reported via a corrected report. Beckman coulter inc. Assessment of customer supplied data indicated that a precision assessment of patient two's sample yielded inconsistent results. Upon duplicate repeat, the results were higher. It is unknown which result was reported outside of the laboratory. The samples were serum samples. 6. Beckman coulter inc. Assessment of customer provided instrument data revealed that instrument chemistry quality control and calibration results during the timeframe of the event were within customer established specification.